Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms. Technical services (ts) was contacted, and ts noted concern for diminished r-waves. The field representative discussed that sensing looked weird, with atrial beats causing deflections on the rv channel, and believed the rv lead may have dislodged. Ts recommended x-ray imaging to confirm. The rv lead remains in service. No adverse patient effects were reported.